Event description:
The balloon would not go through the sheath. Balloon dislodged.

Manufacturer narrative:
Conclusion: the complaint investigation is confirmed. The complaint sample was returned with the balloon catheter stuck inside the sheath. The distal tip of the balloon was cut off and the sheath was removed. The marker band had moved inside the proximal bond. The tack is in place and secure. It appears that when the marker band moved, it obstructed to flow, preventing the balloon to deflate completely. Prior to release, the balloons are 100% inspected. During this process, every balloon is inflated, the od of the balloon is measured, and the balloon is submerged in a tub of water to verify that the balloon does not leak. A review of the manufacturing records indicated that all of the device specification and quality requirements were satisfied. The following steps are listed in the instructions for use for this complaint type: caution: do not exceed the rated burst pressure. A syringe with pressure gauge is recommended to monitor pressure. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Before removing catheter from sheath, it is very important that the balloon is completely deflated. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Please check the package label for the rated burst pressure. It is important that the balloon not be inflated beyond the rated burst pressure. This type of complaint will continue to be monitored for trends. No further action at this time. Frequency has increased, but the severity of this event is not greater than usual.